Event description:
It was reported that the user experienced difficulty reviewing insulin delivery data in the ilet app, had trouble hearing pump alerts, sought clarification on infusion set insertion, and accidentally discarded cartridge kits with a low blood glucose reported at 66 mg/dl. After a meal announcement, the user¿s glucose was elevated at 230 mg/dl, and support confirmed ongoing basal delivery, guided manual app sync, directed review of recent insulin activity on the pump, enabled louder alerting via the companion app, and provided infusion set insertion education. No adverse clinical symptoms associated with episodes of low glucose and high glucose. Outcomes included the need for unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial